Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus and blood glucose (bg) lowered to 40 mg/dl and the customer was subsequently hospitalized. Reportedly, the contact stated that the customer did not deliver a bolus for dinner; however, during system check with tandem technical support, it was verified that the customer entered and delivered a bolus for 17.88 units. Glucose drip was administered to treat bg level and the customer left the hospital on (B)(6) 2019 with no permanent damage sustained and the issue resolved.